Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. However, unable to upload carelink data due to a server error. Problem isolated to pcb 2. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had getting a server failed error. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.